Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the external flow module (efm) cable was not fully seated to the efm. Ventec properly secured the efm cable to the efm to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the efm cable was not fully seated to the efm.